Event description:
In addition to the reported discrepant results of 36 mg/dl and 172 m/gdl the patient reported symptoms of confusion and shaking. He was treated by his wife with orange juice and a honey bun. The patient did not feel better and his wife contacted emt's. Emt's arrived at 11:00am. The patient's blood glucose measured 162 mg/dl at 11:04am on his meter. At 11:15am the patient's blood glucose measured 55 mg/dl on the emt meter. He was treated with more orange juice and peanut butter. No further treatment was required, he was not taken to the hospital.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 36 mg/dl and 172 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.